Event description:
As reported by medical affairs, a patient called for MRI compatibility and additionally reported adverse events. On (B)(6) 1997, patient had 2 palmaz schatz stents placed in lad due to 99% blockage after presenting with chest pain and abnormal EKG results. On (B)(6) 1997, patient experienced dizziness, passing out on livingroom rug, and a blood clot on the end of one of the first two stents. As treatment, patient had 2 additional palmaz schatz stents placed in lad. Patient was hospitalized for 3 to 4 days. Beginning "late 2013 or early 2014", patient was diagnosed with cataracts in both eyes. As treatment, patient had elective outpatient surgery on both eyes to remove cataracts. Event resolved. Beginning (B)(6) 2014, the patient experienced high pressure in left eye, diagnosed as a "drain blockage." As treatment, patient had elective, outpatient surgery to place a "shunt in left eye". Event resolved. (B)(6) 2014, patient experienced increased pressure in right eye. As treatment, physician prescribed unspecified drops for both eyes. Event remained ongoing. No further information was obtained.

Manufacturer narrative:
Please note that the lot number has been updated to "unk" since the supplier lot number could not be provided. Due to this, a device history record (DHR) review could not be conducted. Complaint conclusion: as reported by medical affairs, a patient called for MRI compatibility and additionally reported adverse events. On (B)(6) 1997 patient had 2 palmaz schatz stents placed in lad due to 99% blockage after presenting with chest pain and abnormal EKG results. On (B)(6) 1997, patient experienced dizziness, passing out on livingroom rug, and a blood clot on the end of one of the first two stents. As treatment, patient had 2 additional palmaz schatz stents placed in lad. Patient was hospitalized for 3 to 4 days. Beginning "late 2013 or early 2014", patient was diagnosed with cataracts in both eyes. As treatment, patient had elective outpatient surgery on both eyes to remove cataracts. Event resolved. Beginning (B)(6) of 2014, the patient experienced high pressure in left eye, diagnosed as a "drain blockage ". As treatment, patient had elective, outpatient surgery to place a "shunt in left eye". Event resolved. Beginning 2014, patient experienced increased pressure in right eye. As treatment, physician prescribed unspecified drops for both eyes. Event remained ongoing. No further information was obtained. The device remains implanted in the patient; therefore, it is not available to be returned for analysis. A device history record (DHR) review could not be conducted as the supplier lot number could not be provided. Coronary stent thrombosis is a known potential adverse event associated with coronary stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent and instigate vessel remodeling around the stent. Based on the information provided, it is unknown what may have contributed to the event reported; however, its most likely related to patient factors such as anticoagulation therapy. Without a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process; however, there is no indication that the event was related to a design or manufacturing issue. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it is not available for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.